Event description:
Pt presented to ER, on 6/26/96 with c/o n/v, abdominal pain, and no bm x 2 days. X-rays revealed an incarcerated epigastric hernia with mechanical small bowel obstruction. Pt went to or for repair and exam of bowel. On 6/29/96 pt went for abdominal & pelvic CT and cxr to r/o possible source of sepsis. CT revealed a small rt pleural effusion and cxr showed some atelectatic changes in both lungs but w/o infiltrate. At the completion of the chest x-ray, the pt suddenly collapsed in the x-ray dept. A code 9 was called and the emergency room physician in the area immediately adjacent to the x-ray dept came immediately to the area to find pt pulseless and without signs of respiratory activity. Cardiopulmonary resuscitation was begun immediately and the pt was transferred to the emergency dept. The EKG monitor showed a third degree atrioventricular block with no palpable pulse corresponding. The pt was intubated and full resuscitative measures were undertaken including an attempt at temporary transvenous pacemaker placement. Attempts at pacing the myocardium, unfortunately, were unsuccessful. Atropine 3 mg given w/o improvement - 3rd degree a-v block. Epi 1 mg given in rt subclavian line placed w/o difficulty. Pt. Developed v-fib transiently x2 cardioverted to asystole then resumed transient pulseless bradycardia. Attempts at transvenous pacing (blind), unsuccessful capture & CPR, epi, and lidocaine continued while fluoro table & c-arm brought to ed. Dr. Arrived & unable to successfully obtain pacemaker capture despite multiple attempts & asystole persisted, code called at 7:06. Pt's husband gave authorization for a postmortem examination limited to trunk. Final anatomic diagnosis given is: mild pericarditis & myocarditis of unk etiology, pulmonary thromboembolism, diffuse pulmonary congestion with patchy atelectasis and mild edema, diffuse ulcerative esophagitis, choledocholithiasis, and minimal to negligible atherosclerosis. In his clinical pathologic correlation, pathologist stated that pt's sudden collapse & death appears to have been result of myocarditis with pulmonary thromboembolsim formation. Pathologist goes on further to state that, because of pulmonary thromboembolism, circulation to pulmonary vascular beds was compromised leading to a possible reflex cardiac arrhythmia from an already sensitized myocardium with resulting complete cardiopulmonary shutdown resulting in death.